Event description:
It was reported that the patient had an electrocardiogram (EKG) on (B)(6) 2025 while they were hospitalized for the implant. The EKG showed possible atrial fibrillation (a-fib). Another EKG was completed on (B)(6) 2025, which showed the same thing. Amiodarone was started and provided on (B)(6) 2025. The EKG on (B)(6) 2025 showed a-fib with rapid ventricular response (rvr). The patient had premature ventricular complexes and incomplete right bundle branch block (rbbb) repolarization abnormality. They had right ventricular hypertrophy with st elevation. They considered either a lateral injury or acute infarct. It was reported that the cardiac arrhythmia was not related to the implant procedure or device components.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was noted to still have atrial fibrillation as of (B)(6) 2025, but the patient's rates were controlled. The arrythmia did not resolve in clinical compromise, the patient was noted to have a history of ectopy, premature atrial contractions (pacs) and premature ventricular contractions (pvcs), as well as some ventricular tachycardia prior to left ventricular assist device (lvad) implant. An implantable cardioverter defibrillator (ICD) was implanted prior to lvad implant. The arrythmia was not considered to be device related.